Manufacturer narrative:
The customer reported that a pyxis medstation es system experienced a drawer malfunction during an emergency code which resulted in a delay in access to morphine. Customer reported that the medication had to be obtained from a nearby intensive care unit. The length of the delay to patient care was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device, turned off firewall settings that controlled the communication to the drawer, and rebooted device. Drawer settings were configured and confirmed operational.

Event description:
The customer reported that a pyxis medstation es system experienced a drawer malfunction during an emergency code which resulted in a delay in access to morphine. Customer reported that the medication had to be obtained from a nearby intensive care unit. The length of the delay to patient care was not disclosed. Patient or user harm was not reported.

Event description:
The customer reported that a pyxis medstation es system experienced a drawer malfunction during an emergency code which resulted in a delay in access to morphine. Customer reported that the medication had to be obtained from a nearby intensive care unit. The length of the delay to patient care was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-jun-2020 to 07- jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer turned off firewall settings that controlled the com to the drawer and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.